Event description:
The pt experienced no stimulation sensation when program one was used. He felt no stimulation on 'one side'; stimulation was fine on the other side. The pt fell all the time but he didn't know of a fall that would have caused his stimulator to not work. Changing device settings did not change stimulation sensation. The pt status was reported as "fair". It was later reported that the hcp planned to replace the spinal cord stimulation system. No troubleshooting was done.